Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. Product support advised customer nav ring needs to be replaced.

Manufacturer narrative:
The authorized service provider replaced the front bezel to resolve the reported issue. The device was returned to service with no restrictions to usage. It was clarified the issue was outside of patient use. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Report date: 16sep2021.

Event description:
The customer states they received a v60 with a note attached stating therapy can't be changed due to failed nav ring. It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and customer stated they received a v60 with a note attached stating ¿therapy can't be changed due to failed nav ring¿. Replacement of front bezel may correct the issue. Customer requested fse to be dispatched. This is pending repair information.